Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had went to the ER (emergency room). The device was interrogated as the nurse suspected shock. It was found that the right ventricular (rv) lead appeared to have twos (t-wave oversensing) post pace on a couple of biv (biventricular) pacing events. Additionally high thresholds were noted on the rv lead. Follow-up was conducted with the clinic and from the information received it was reported that the patient did not receive a shock from their lead. However, the patient did have an extended hospitalization due to septic shock. It was noted that patient has a follow-up appointment scheduled in april. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.